Event description:
Cobe bypass pump stops. During setup the arterial pump head displayed the error code "eo1" and the pump stopped. Eo1 indicates a failure. This problem could not be reproduced in clinical engineering. This year facility had the same problem while in use with a pt. At that time cobe replaced the communication board and the digital encoder board for the arterial pump head. Cobe is now replacing the two sc model bypass systems with the cobe s3 model until stockert defines a resolution for the e01 errors. [The manufacturer believes that the device failure may be related to the presence of static electricity when the temperature probe is being used. The manufacturer has suggested that the friction of the pump on the tubing creates static electricity that is picked up by the temperature probe and causes problems with the circuitry.] Note: stockert is a manfacturer that builds this heart/lung bypass system and cobe markets and supports the system. Cobe is shipping one of company's sc systems to stockert for evaluation. [User facility is aware of another hospital that has had similar problems and the results of the manufacturer's evaluation will be sent when it is received.] Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Event description:
Add'l info rec'd from MFR 1/14/04: standard functional test was performed on both returned system without reproducing a failure. On the system reported by the hospital in the most recent incident, extended run conditions (for about 600 hours) have been conducted by stockert without reproducing the e01 failure (ram failure). This testing has included use of a special eprom which continually checks the ram access (reading and writing). This has simulated up to 6 million ram accesses without reproducing the e01 failure. In addition, esd/emc tests (destructive inspection) have been performed at an external testing lab according to iec 60601-1-2 (new version effective 1 november 2004). But even with this test they could not reproduce the e01 failure. Since the failure was not duplicated, a specific root cause cannot be identified. Neither has the evaluation found any evidence that esd could be a root cause.